Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Reporter phone number (B)(6).

Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. No intervention is planned at this time. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.